Manufacturer narrative:
Information and data files have been requested from the customer. The investigation will commence once they are received. The cause of this event is unknown.

Event description:
The customer reported discrepant low creatinine when compared to repeat testing on a different epoc instrument. There is no report of injury due to this event.